Event description:
It was reported by service report that the siderail and fowler was damaged from another piece of hospital equipment. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Results - head left siderail, fowler. Conclusion - hydraulic arm - hospital equipment.